Manufacturer narrative:
Fields updated: b4, b5, d4, g3, g6, h1, h2. Updating manufacturing date, expiry date and UDI. No change to the information previously submitted.

Manufacturer narrative:
Updated: b4, d9 (as a placeholder, only valve returned), g3, g6, h1, h2, h6. Corrected: d4. The perceval valve model pvs23 was returned to the manufacturer. The dual holder object of the reported complaint, was not returned. The prosthesis received appears in general good storage conditions. After decontamination, the valve was visually inspected without highlighting elements of non conformity. The height of each leaflet was verified by means of the specific tool and it resulted in compliance. The returned valve was found in compliance with the manufacturing specification. Given that the description of the complaint reports a problem with the dual holder, and since this device was not returned, no further investigation activities are currently possible. Based on the available information, it is not possible to establish a definitive root cause for the reported event of deployment difficulties experienced with the dual holder. However from the document review performed, no manufacturing deficiencies were identified in the accessory lot # 2002130265. Should the manufacturer receive additional information, or should the device be received in the future, further investigative actions may be taken and an update to this reporting activity will be provided.

Manufacturer narrative:
The manufacturer updated b5 following the receipt of additional information. Furthermore, the accessories (i.e. Dual holder, smart clip, dual collapser, and catheter accessories) were returned to the manufacturer on 10 jan 2022. Further investigation is ongoing.

Event description:
The manufacturer received information confirming that there was no adverse impact for the patient as a result of the event. The remainder of the information previously submitted remains unchanged.

Manufacturer narrative:
Based on the information presently available, the malfunction was noted in the dual holder (accessory) and as such the report has been submitted for this product. A separate report for the perceval valve involved in the event may be submitted if further information will be received reasonably indicating the involvement or malfunction in the valve as well.

Event description:
On (B)(6) 2021, a perceval valve pvs23 was attempted to be implanted. The position was decided and the deployment was started, but the control button on the holder handle did not turn in the unlocking direction. The control button came to move while moving the holder handle, but because the axis was off, the valve was tilted and indwelled. As such, a new valve and new accessory mics kit were unpacked. The new perceval valve was collapsed and indwelled without any problem. The cross-clamp time was extended for about 10 minutes. Per medical judgment received, the inflow ring of the perceval valve had been entered the holder handle cap (silicone) in a strange state. The surgeon commented that the valve was collapsed with misalignment. During and after the collapsing, the person in charge of collapse confirmed that the collapse was successful. The retrieved holder handle had a little resistance to the movement.

Manufacturer narrative:
Fields updated: b4, g3, g6, h1, h2, h6. The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. A complete manufacturing and material records review for the accessory lot 2002130265 has been performed. The results confirmed that the accessory satisfied all material, visual and performance standards required at the time of manufacture and release. Further investigation is ongoing.

Manufacturer narrative:
The accessory kit mics size m was also retrieved. The dual collapser was freely moving in both closed and fully open positions. The dual holder as well was freely moving in both closed and fully open positions. Both the dual collapser and dual holder were received with traces of blood but in general good conditions. The visual inspection performed on the returned accessory kit did not highlight pre-existing defects, the movement of the knob was found free and without evidence of blockage. After sanitization, the replication of collapsing phases was performed, using the returned pvs 23/m with the returned accessory kit size m, in order to attempt to reproduce the reported event. No problems were encountered positioning the valve and during the collapsing phase. The test showed the valve collapsed properly, and when the valve was partially released it was still correctly connected with the dual holder on the outflow side. Based on the investigation conducted, the visual inspection of the returned prosthetic valve did not reveal any pre-existing defects. The visual inspection of the returned accessory kit did not highlight pre-existing defects, the movement of the knob was found free and without evidence of blockage. The collapsing replication did not highlight difficulties in the procedure. Thus, the reported event cannot be explained by any factor intrinsic in the involved returned accessories because it was not possible to reproduce the claimed difficulties. Furthermore, no manufacturing deficiencies were identified in the accessory kit and the valve during the documents review performed. Thus, the root cause of the reported event is identified as "no problem detected".